Event description:
In 2009, a sales rep forwarded an operative report indicating the patient's implantable loop recorder (ilr) was removed due to a diagnosis of "sternal wall infection." Subsequent information received from a registered nurse at the user facilities infectious disease control department reported that the patient had undergone coronary bypass surgery five months prior to report. Nine days later, the patient presented to the emergency room complaining of drainage with pus at the incision site. He was admitted to the hospital and treated with IV (intravenous) antibiotic therapy (type unknown) and later released feeling well. At the first week of the month of report, the patient again presented to the emergency room complaining of further problems at the incision site. He was admitted to the hospital, placed on IV antibiotic therapy (type unknown). Cardiology was called for consult (specific date unknown) and it was decided to remove the patient's ilr. The patient was later released from the hospital feeling well.

Manufacturer narrative:
An operative report was received on 8/28/09 stated, "diagnoses: sternal wound infection with removal of implantable loop recorder. The patient was brought to the cardiac electrophysiology laboratory in the fasting state. His antibiotic regimen was consistent with that recommended with the attending physician. He underwent sterile preparation and drape to the left subclavian region and strict attention to sterile technique was maintained at all times. Following a subcutaneous infusion of local anesthetic, the previous 3 cm incision was opened and the implantable loop recorder was removed in the standard fashion, it was sent for culture and both aerobic and anaerobic culture were utilized and sent for appropriate microbiology studies. The pocket was copiously irrigated with antibiotic solution, hemostasis and counts were appropriate at the end of the procedure. The pocket was closed with sequential running layers of 2-0 followed by 3-0 followed by skin closure with 4-0 vicryl, steri-strips and a compressive dressing were then applied. The patient tolerated the procedure well. There were no complications." The physician's office reported the device will not be returned as it is being retained by the hospital. Should the device be returned at a later date the investigation will be reopened. Review of the device history record revealed the device met manufacturing and sterilization specifications. The sleuth implantable ECG monitoring system instructions for use (IFU) state potential adverse events include, but are not limited to, infection, bleeding and incision pain.